Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of this transducer confirmed poor image quality as described by the customer. Investigation of the device noted oil separation, damage to the window, strain relief, connector, shaft, I-tube, and control handle. The extensive damage to the transducer caused a poor quality image to be displayed.